Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Boston scientific devices measure pacing impedance using a different methodology than an external psa. To reduce energy consumption and to ensure that the test signal does not capture the heart, the device uses a very small, subthreshold signal to measure pace lead impedance. On rare occasion, this can result in a higher impedance value than what was obtained with the external psa. This may have been the case with this device.

Event description:
It was reported that three days post-implant, this pacemaker and right ventricular (rv) lead had reverted to unipolar, with high, out-of-range pacing impedance measurements and increased pacing threshold values. During testing, the impedance measurements in bipolar were also greater than 3,000 ohms. The lead was confirmed to be in the same position as at the implant, with no dislodgement observed. Intervention was performed and the pacemaker was disconnected from the lead; measurements on the pacing system analyzer (psa) were all within normal limits. When the lead was reconnected to this device, the impedance was again out-of-range and the pacing thresholds were high. A connection issue within the pacemaker was suspected. A new device was provided, and once connected to the existing lead, all measurements were normal and consistent with the psa values. No additional adverse patient effects were reported outside of the second surgery needed to change the device. The explanted pacemaker was expected to be returned for analysis.

Event description:
It was reported that three days post-implant, this pacemaker and right ventricular (rv) lead had reverted to unipolar, with high, out-of-range pacing impedance measurements and increased pacing threshold values. During testing, the impedance measurements in bipolar were also greater than 3,000 ohms. The lead was confirmed to be in the same position as at the implant, with no dislodgement observed. Intervention was performed and the pacemaker was disconnected from the lead; measurements on the pacing system analyzer (psa) were all within normal limits. When the lead was reconnected to this device, the impedance was again out-of-range and the pacing thresholds were high. A connection issue within the pacemaker was suspected. A new device was provided, and once connected to the existing lead, all measurements were normal and consistent with the psa values. No additional adverse patient effects were reported outside of the second surgery needed to change the device. The explanted pacemaker was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Boston scientific devices measure pacing impedance using a different methodology than an external psa. To reduce energy consumption and to ensure that the test signal does not capture the heart, the device uses a very small, subthreshold signal to measure pace lead impedance. On rare occasion, this can result in a higher impedance value than what was obtained with the external psa. This may have been the case with this device. The device was subsequently returned and analyzed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly resulted in the reported clinical observation of high, out-of-range pacing impedance measurements.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that three days post-implant, this pacemaker and right ventricular (rv) lead had reverted to unipolar, with high, out-of-range pacing impedance measurements and increased pacing threshold values. During testing, the impedance measurements in bipolar were also greater than 3,000 ohms. The lead was confirmed to be in the same position as at the implant, with no dislodgement observed. Intervention was performed and the pacemaker was disconnected from the lead; measurements on the pacing system analyzer (psa) were all within normal limits. When the lead was reconnected to this device, the impedance was again out-of-range and the pacing thresholds were high. A connection issue within the pacemaker was suspected. A new device was provided, and once connected to the existing lead, all measurements were normal and consistent with the psa values. No additional adverse patient effects were reported outside of the second surgery needed to change the device. The explanted pacemaker was expected to be returned for analysis.